Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been having issues with insulin pump. The customer stated insulin pump has been alerting low battery. During troubleshooting the insulin pump passed displacement test. In addition, the customer had unexplainable low blood glucose. The customer stated the blood glucose was under 40 mg/dl. Customer's current blood glucose was 118 mg/dl. The customer treated with food and glucose tablets. Customer will monitor the insulin pump and call back if issues persist.